Manufacturer narrative:
A ge service rep performed an onsite investigation. The batteries need to be replaced. No conclusion can be drawn as repair info is available and no add'l service info was provided.

Event description:
The customer reported that a precharge voltage error was displayed on the system, and it would not power on. No pt injury was reported.